Event description:
During an atrial fibrillation procedure, the dilator was punctured by the non-abbott needle (merit medical heartspan). During insertion, resistance was noted when advancing the needle. It was observed that the needle pierced the dilator, just past the distal end of the sheath. There were no adverse patient consequences.

Manufacturer narrative:
Additional information: g3, h2, h3, h6. One video was submitted to product performance engineering, no product was received. The returned video appears to show the needle puncturing the dilator and unable to be inserted fully. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the material puncture could not be conclusively determined.